Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the lead's middle coil was twisted and would not lay flat so a new lead was implanted. Additional information received noting that the surgeon was very gentle with the lead and no excessive force was used. The lead appeared to be twisted when placing it on the nerve and because of this it was not able to lie flat offsetting the rest of the electrode. Device history records for the lead were reviewed. The lead passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. The suspect device has not been received into product analysis to date. No other relevant information has been received to date.